Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency patient reported that they were sick with cough and that they felt stimulation in the probe area. Patient also reported that they felt their bladder did not help to empty completely so they have to cough to empty. They further stated that the device was giving them communication error message but it went away and their device is back on and working as it should be. Patient then said that their device will turn on and off at times too. No further complication were noted or anticipated